Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) was found to be in monitor only via the patient's remote home monitoring system. At this time, it is unknown if this programming change was intentional. Attempts to obtain additional information regarding the event was unsuccessful. No adverse patient effects have been reported. The device remains in service.

Event description:
--